Manufacturer narrative:
A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that based on the information provided we are currently unable to rule out a user technique vs procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. It is unclear if the instructions for use were adhered to; however, it does caution that ¿procise plasma wand devices are contraindicated in the following: non-endoscopic procedures for functional endoscopic sinus surgery¿ and ¿due to the smaller anatomies of certain patients, carefully monitor the surrounding tissues to ensure tissue ablation is localized to the targeted tissue.¿ the patient impact was determined to be the reported change in surgical technique with the use of the cold instruments to complete the procedure which may extend the patients¿ recovery time, the eye lesion, and the use of medication for treatment. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
The reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. The fluid delivery connector/system and power line has been cut from the device. Electrodes have been used. Debris is on and around the electrode. The electrode has been heavily used with erosion and damage to an edge. Product was out of the original packaging. No packaging returned. A functional evaluation could not be performed due to the power line being cut from the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that based on the information provided we are currently unable to rule out a user technique vs procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. The instructions for use does caution that ¿precise plasma wand devices are contraindicated in the following: non-endoscopic procedures for functional endoscopic sinus surgery¿ and ¿due to the smaller anatomies of certain patients, carefully monitor the surrounding tissues to ensure tissue ablation is localized to the targeted tissue.¿ the root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include the electrodes came into contact with a conductive medium, such as saline. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a bilateral dcr procedure (dacryocystorhinostomy), it was observed by the operators that the precise ez coblator wand diffused electric current into the lower cornea of the patient causing stromal scar inferior right off optical axis. A slight white spot appeared in the lower cornea, it appeared to be superficial. The procedure was completed using cold instruments with no surgical delay. The patient is in healing progress as the lesion still present using ointment and medication applied to the injured eye as recommended by the ophthalmologist. No further complications were reported.